Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low readings issue with the adc device. The caller reported several low sensor readings, including 81 mg/dl, 77 mg/dl, 93 mg/dl, 50 mg/dl, and 48 mg/dl. The customer was dizzy, nauseous, and shaking so a capillary test was done. The customer was found to be hyperglycemic and treated with novolog insulin (dose unknown) by caller and healthcare professional. There was no report of death or permanent injury associated with this event.